Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an unacknowledged empty cartridge alarm that led to a pump reboot. No evidence of abnormal use was observed. During a visual inspection of the pump, the battery cap threads were observed to be stripped, and the cap did not secure properly to maintain power to the pump. A test cap was used to complete investigation. No call service alarms were emitted during testing. The pump case was removed and no intermittent conditions were found on the printed circuit board. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarms were not functioning. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.